Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the physician obviously aware of the recharge issues, that¿s why he switched to non recharge. Didn¿t look deep in pocket, less than an inch. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported a 1707/coupling issues error. Caller said the patient gets the recharger connected to the ins then it disconnects without the patient moving. Caller said they tried holding the recharger and the using the belt. The rep tried a different recharger and got the same result. Caller said the patient has the same issue when charging at home. Caller said the patient has always had a had a hard time charging the ins. Caller said the patient can only charge when standing in one position and the connection is still finicky. Caller said they did a xray and it didn't look too deep. The issue was not resolved through troubleshooting. Reviewed to have them palpate the skin to find ins and try placing recharger on all 4 sides of ins, caller said they tried that. Additional information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve st imulation and gastrointestinal/pelvic floor on (B)(6) 2021. They reported that the patient was scheduled ¿tomorrow¿ ((B)(6) 2021) to have their device removed and replaced with a non-rechargeable battery and lead. The rep replied again on (B)(6) 2021 that the rec hargeable battery was removed and replaced with the non-rechargeable battery and that the patient was doing ¿fine now.¿ the rep stated that the rechargeable battery removed did not seem too deep at implant. The rep also indicated that the hospital did not allow the rep to take old product and send it back.